Event description:
A doctor alleged that after endodontic treatment with realseal patients required re-treatment.

Manufacturer narrative:
Multiple attempts were made to the doctor on 08/07/13, 08/12/13 and 08/14/13 to obtain further information; however, the doctor has remained unresponsive. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.